Event description:
The pt reported erratic blood glucose readings from 38 to 415 mg/dl while using his new insulin infusion device. He stated on the night of 2007 his blood glucose reading was 140 mg/dl but, when he woke up in the morning, it was 415 mg/dl. He said he experienced frequent urination, extreme fatigue, and could not wake up until 11am, when he normally gets up very early. He stated that on the morning, two and a half weeks, he woke up with a blood glucose reading of 38 mg/dl after it being 140-150 mg/dl when he went to bed. He said when he woke up he knew by the way he felt his blood glucose was very low so, prior to testing, he consumed 2 tubes of glucose gel and 32 ounces of powerade. He then waited for 15 mins before he tested and received the blood glucose reading of 38 mg/dl. The pt state he then switched back to his old insulin infusion device and "within a day" his blood glucose was under control. Troubleshooting did not find any issues with the product. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.